Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was in a car accident. It was reported that an external pacemaker had been placed at some point; the patient was reported to then have rates in the 30's with some asystole. Technical services discussed that the two pacing systems could have been competing with eachother, causing the clinical observations. There were no additional adverse patient effects reported. The device remains in service.